Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported after having an intraocular lens (iol) implanted two years ago, she experienced haloed vision when night driving. However, when looking out that eye everything is white and bright. Approximately, one month ago, the patient had cataract surgery with an iol implanted in the fellow eye and immediately noticed that the first eye's images appeared to be approximately 4 shades darker; ie, like looking through grey tinted sunglasses. The color difference is significant between the two lenses/eyes causing her to be uncomfortable with her vision. She can see great color in one eye and not so great in the other. Additional information has been requested.